Event description:
A pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The issue did not cause the customer¿s blood glucose to exceed harmful levels, and their insulin was not currently suspended. The customer had not experienced this issue with the same pump within the past month. As corrective action, the cartridge was replaced, and technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged. Following these actions, the pump resumed normal operation.